Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the event was that the stent was located at the bend of the blood vessel. After being retrieved twice, the stent was damaged and could not be opened.

Manufacturer narrative:
H3: product analysis #809386140:¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the braid was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal ends of the braid were opened and frayed. ¿ conclusion: based on the returned device, the pipeline flex was not confirmed to have failed to open at the distal end, as the distal and proximal ends of the braid were opened and frayed. The cause of the failure to open could not be determined. Possible causes include severe vessel tortuosity, damaged braid, and the user deploying the braid in a vessel bend. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the ophthalmic artery with a max diameter of 8 mm and a 6 mm neck diameter. Landing zone: distal: 4.5 mm and proximal: 4.6 mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered. The pru level met the standard. The postoperative angiographic result showed aneurysm occlusion. It was reported that the surgeon used a pipeline to perform an aneurysm surgery on the patient with cavernous sinus type 4. After the stent was in place, it was found that it could not be opened. After replacing it with a smaller model, it was able to open. It was reported the pipeline failed to open in the distal section. The pipeline was positioned in a middle and distal bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a phenom 27 microcatheter.